Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device off the bus, and network disconnect mode. A technical support specialist (tss) called the customer by phone and confirmed the station was offline in remote smart service (rss). The network cable was found to be connected to the wrong port. Once connected correctly, the station came online and the drawers recovered. Rss connectivity was verified, drawers were operational, data synchronized was up to date. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es moved to a different location within the hospital. After relocating the unit this morning, the user rebooted the device, powered it off, and unplugged it. When it was plugged back in, the system displayed a network disconnect icon. The power cord and network port were inspected, and no issues were found. Another reboot was attempted to resolve the issue, but the device was now showing as off the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.